Event description:
Procedure type: gastric bypass. According to the reporter: there is an excessive bleeding on staple lines on small bowel and jejuno-jejunostomy and closure of the enterotomy. Surgeon controlled the bleeding and obtained hemostasis. Patient required blood transfusions post-op. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).